Event description:
Boston scientific received information that this right ventricular (rv) lead had broken and loose. Attempts were made to obtain additional information were unsuccessful. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.